Event description:
It was reported via legal documentation that a patient had a total left knee arthroplasty in 2016, it is stated that the patient ¿is scheduled for surgery on (B)(6), 2023 to remove the exactech knee system and replacement placed in [..] Left knee¿. There is no information about the completion of a revision surgical procedure at this time. It is also stated that that patient experiences, pain, lack of mobility, and enduring limitations on activities of daily living, quality of life, and ability to perform work functions. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. B3 & d6a-date of (B)(6) 2016 used as the specific month/date are not provided. H6. Health effect - impact code-patient not revised/ information not provided. H6. Investigation results- there is no specific device information provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information provided.